Event description:
It was reported that the customer was hospitalized due to low blood glucose. The customer was hospitalized the week prior to (B)(6) 2015. The customer declined troubleshooting for the low blood glucose. The customer stated that there was a lot of other issues that may have caused the low blood glucose such as stress and studying for exams. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.